Event description:
Per (B)(6) rn, they have replaced the batteries in the curlin pump twice and they pump is still alerting "lithium battery failure". It is unknown if the pt experienced any adverse events or missed doses due to the device issue. The device serial number was not provided. The pump is available for return upon the pt receiving return shipping materials. Pt is infusing 30gm/300ml gamunex-c 10%, made up of 3-10gm/100ml vials. No additional details, dates, or information provided. Diagnosis for use: nonfamilial hypogammaglobulinemia. Pt: 4580. Device: 1057. Reference reports: mw5190097. This report captures pump curlin 6000cms #2.